Manufacturer narrative:
Followup submitted to report additional information. Updated section d6a for implant date .updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type, h1 and h2 for type of reportable event. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Manufacturer narrative:
Implant date was not provided. When the requested information becomes available, a supplementary report will be submitted. Lot information is unknown.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to integrate